Event description:
It was reported that the pump of this inflatable penile prosthesis had fluid leak. There was air in the pump. The device was removed and replaced with tenacio. No patient complications were reported.